Event description:
It was reported that the touch pen (stylus) was not matching up with the cursor on the programmer touch screen. Changing pens and recalibrating the pen to the screen did not resolve the issue. The programmer was returned for service. There was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) it was verified that overlay screen and stylus pen cursor did not match up, however, when pen was calibrated it resolved the problem. Power cord door latches are broken. (B)(4) rf (radio frequency) head functional testing is out of specification; rf head cable found out of electrical specification. Rf head has a damaged upper case and a damaged lens. Rf head label is starting to come apart. (B)(4) rf head functional testing was out of specification; rf head cable is damaged (twisted).